Event description:
The customer stated that he was hospitalized with a blood glucose reading over 800 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.